Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. The moisture damage was also found on the motor. The device had cracked case at display window corner and minor scratches on the display window.

Event description:
The customer's family or friend reported via phone call that the insulin pump had a blank display and would not power on after it had been exposed to rain water. The customer's blood glucose was 138 mg/dl. The caller stated that the customer was in the rain and had gotten the device soaked leading up the event. She stated that the display went blank immediately after its exposure to moisture. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.